Manufacturer narrative:
Additional product information was received which identified the product to be associated with a different manufacturing site. The initial MDR was incorrectly reported under manufacturer report number 1644019-2016-00407. Any additional information will be provided under manufacturer report number 2028159-2016-02051. A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phaco tips were shedding fragments into the eye during five procedures. It is unknown if fragments were retained in the patient's eye. The patient's current status is unknown. Additional information and product samples have been requested.

Manufacturer narrative:
A device history review (DHR) was conducted and according to the DHR the product was released based on the product¿s acceptance criteria. The customer returned multiple samples which were visually inspected and the issue was confirmed, a metallic appearing material was found on the elastomer, in the cassette and drain bag. A visual inspection of all phaco tips was performed using 30x magnification and all tips were deemed conforming. All tips had a slight wear on the back of the flange and threads. One tip had dried surgical material at the inside diameter. The complaint evaluation could not confirm the source of the metal fragment originated from any of the phaco tips. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing and cleaning process. However, the foreign material is found to be acceptable per the consumables criteria for foreign material. An internal investigation has been opened to address issues of this nature. The supplier has been made aware of the issue and other sample has been sent to the supplier. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history review (DHR) was conducted and according to the DHR the product was released based on the product¿s acceptance criteria. The customer returned multiple samples which were visually inspected and the issue was confirmed, a metallic appearing material was found on the elastomer, in the cassette and drain bag. A visual inspection of all phaco tips was performed using 30x magnification and all tips were deemed conforming. All tips had a slight wear on the back of the flange and threads. One tip had dried surgical material at the inside diameter. The complaint evaluation could not confirm the source of the metal fragment originated from any of the phaco tips. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing and cleaning process. However, the foreign material is found to be acceptable per the consumables criteria for foreign material. An internal investigation has been opened to address issues of this nature. The supplier has been made aware of the issue and other sample has been sent to the supplier. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).